Event description:
On (B)(6) 2010, a respiratory therapist reported that inomax ds # (B)(4) was reading nitric oxide (no) sensor failure. The respiratory therapist stated that the device was on a neonate, but he was unable to recall reason neonate was treated with inomax. He was certain that the no sensor failure had no impact on the pt and no adverse event occurred. The device was replaced with another unit. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported that inomax ds # (B)(4) was reading nitric oxide (no) sensor failure. The device is pending investigation. A supplemental report will be submitted within 30 days of completion of investigation.